Event description:
It was reported patient underwent a reverse shoulder procedure on an unknown date. Subsequently, patient underwent a revision on an unknown date due to fracture of the humeral tray taper.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Evaluation of the explanted device found evidence of fatigue fracture.